Manufacturer narrative:
(B)(4).

Event description:
During use, a leak was confirmed. The respiratory therepaist removed and replaced the tube. There was no patient harm. The device will not be returned for evaluation as it was discarded by customer.